Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood the following information was provided by the initial reporter. The customer stated: "multiple pink top tubes are underfilling."

Manufacturer narrative:
Investigation summary: bd received 1030 samples and 1 photo from the customer in support of this complaint. The photo was evaluated and shows tubes in a shelf pack wrapped in shrinkwrap and does not show the customer¿s failure mode of underfill. 1030 samples were inspected with no issues being identified. 10 sample tubes were draw tested. All tubes were within specification limits. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample, photo, and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.